Event description:
The device was received for service. During testing, the pump was found to have 3 battery discharges below alarm threshold. No pt injury or need for medical intervention was reported related to this device.